Event description:
It was reported that this right ventricular (rv) lead was explanted due to loss of capture, diaphragmatic stimulation and pain. The lead had lost slack and was replaced. No additional adverse patient effects were reported. This product has not returned for analysis.

Manufacturer narrative:
Amended aware date.

Manufacturer narrative:
Amended aware date. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies other than dried body fluid in the helix housing, which is normal for active fixation leads. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Field report of muscle or pocket stimulation is a known medical risk for implanted pulse generator systems.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to loss of capture, diaphragmatic stimulation and pain. The lead had lost slack and was replaced. No additional adverse patient effects were reported. This product has returned for analysis.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to loss of capture, diaphragmatic stimulation and pain. The lead had lost slack and was replaced. No additional adverse patient effects were reported. This product has not returned for analysis.